Event description:
The customer reported that "physician removed port because it was defective [occluded]. Port was originally placed in (B)(6) 2011."

Manufacturer narrative:
A DHR review was conducted for ln 110050000 and the records were complete and in order. This lot consisted of (B)(4) pieces that were manufactured in march 2011. No non-conformances have been associated with this ln. No similar complaints of this nature have been recorded for this ln. Pfm conducted an investigation of the returned port. A flush test was conducted to test the functionality of the device. The functionality of the product was confirmed. The port was not occluded and there was no difficulty in accessing the port septum. An inspection of the port septum revealed that the port had been accessed regularly during the use of the device. The catheter with the port was inspected and there was evidence of a compression about 8cm from the port. Per the information provided by the customer regarding the occlusion of the system and the sign of the catheter compression, pfm has determined that the occlusion reported by the customer is due to a grade 2 pinch off: distortion on the catheter with luminal narrowing. Signs of a grade 2 pinch were met when problems with blood withdrawal and resistance to infusion of fluids occur. As the customer reported that the system appears to be blocked, pfm has concluded this to be the source of the reported occlusion. A review of the risk analysis identified a grade 2 pinch off as a known failure mode. The IFU with the device provides adequate instructions for port placement and warns the user of the potential for a pinch off. As the failure mode is not related to a manufacturing defect, no corrective action is planned at this time. Simulated use testing; assembly and packaging review.